Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to pulmonary embolism (pe). Patient notes and further alleges "shortness of breath" and "unable to walk long distances". Per the (B)(6) 2015 ivc filter placement: "the sheath was then pulled back off the filter deploying the filter with the tip of the filter was just immediately below the right renal vein. The filters [sic] noted to be well aligned with the cava". Per the (B)(6) 2019 independent review of (B)(6) 2017 CT abdomen/pelvis: "the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted posteriorly and the hook is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 15mm. Two (2) anterior struts perforate the ivc wall 12mm and 15mm and contact the bowel. Two (2) posterior struts perforate the ivc wall 12mm and 14mm and reside within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported dyspnea and walking difficulty is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter initial reporter occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". It is also alleged "tilt", "vena cava perforation", "unable to retrieve", "organ perforation" & "two posterior struts perforate the ivc wall 12mm and 14mm and reside within the soft tissues" patient outcome: alleged "shortness of breath" and "unable to walk long distances."